Event description:
Steadily increasing pacing impedance.

Manufacturer narrative:
Lead was explanted on (B)(6) 2019. Upon receipt the lead was found cut 46.5cm proximal to the lead tip. A proximal part including the serial number was missing. Explantation aids were still inserted in and mounted on the distal lead fragment. The performance of the returned lead fragment was scrutinized. During the visual analysis the ring electrode and the distal lead area were found completely covered in calcified tissue. This is assumed to be the root cause for the clinical observation of steadily increasing pacing impedance. In addition, the inspection revealed severe abrasion marks at several positions of the distal lead fragment. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Due to the extent of the extraction damages and the tissue residuals it is assumed, that the lead was significantly ingrown which may have affected the leads motion. Further damages like the deformed rv shock coil and the from the lead tip torn passive fixation most likely occurred during the extraction procedure due to tensile stress. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.